Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID: 3776-45, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead. Product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead. Product ID: 3776-45, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead. Product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the account discarded the leads. The rep had no further event information.

Event description:
The healthcare professional (hcp) reported that the patient had a lead replacement surgery today. The hcp read from a document that stated the patient¿s damaged epidural lead was found completely divided in the l/s spine wound near the anchor. MRI guidelines were reviewed around surgical wound discomfort.

Manufacturer narrative:
Continuation of d11: product ID: 3776-45, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead; product ID: 3777-45, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient was seen on (B)(6) 2019 and will be scheduled for a lead replacement. No further complications were reported.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the leads were replaced on (B)(6) 2020, and the full system was explanted on (B)(6) 2020 due to the patient being in the hospital since on (B)(6) 2020 due to numbness in her legs and being unable to walk. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 3776-45; lot# serial#: (B)(6); implanted: on (B)(6) 2009; explanted: on (B)(6) 2020; product type: lead; product ID: 3777-45; lot# serial#: (B)(6); implanted: on (B)(6) 2009; explanted: on (B)(6) 2020; product type: lead; product ID: 3776-45; lot# serial#: (B)(6); implanted: on (B)(6) 2009; explanted: on (B)(6) 2020; product type: lead; product ID: 3777-45; lot# serial#: (B)(6); implanted: on (B)(6) 2009; explanted: on (B)(6) 2020; product type: lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had multiple contacts with impedances out of range. The rep reported that the patient had stimulation in the stomach and pain at the ins site. There were no factors known that could have led to the issue. It was noted that surgical intervention was planned, but not yet scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient would be seen on (B)(6) 2019. No further complications were reported.